Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 339 mg/dl. Customer performed troubleshooting for hyperglycemia. The customer was treated with bolus through the insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. Customer alleges insulin pump was under delivering because the customer had high blood glucose even after delivering several insulin. The insulin pump will not be returned for analysis. Reservoir will not be returned fro analysis.